Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03289 pertains to the other device. It was reported to boston scientific corporation that a obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced pain, chronic infections, urinary problems, and dyspareunia (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.